Event description:
Valleylab telescoping smoke evacuation rocker switch pencil was only working when it wanted to. The surgeon stated it only worked sometimes during the procedure. We switched out esu machine to see if that would remedy the issue, but it continued. We opened another esu pencil, and it is working as it should now. Was not the esu machine. It was a bad esu pencil. Ref#sep6000. Lot#2308134x. Will give to [redacted name] from supplies since [redacted name] off today. Patient was not harmed. Manufacturer response for smoke evacuation rocker switch pencil, smoke evacuation rocker switch pencil (per site reporter) per or materials, the rep has been notified and is being logged for vendor pickup. [Redacted date].